Manufacturer narrative:
As reported, progel cartridges were shattered during application. The subject device has been discarded. Based on the information provided and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, (B)(4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a robotic lung resection procedure the progel was used. It was reported that the progel was mixed following the mixing parameters and timeline with proper IFU protocols. It was reported that when the physician assistant went to apply the progel, and pressed on the locking push rod, the cartridges shattered. It was also reported that no glass pieces came out of the applicator housing. Another progel was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, progel cartridges were shattered during application. The subject device has been discarded. Based on the information provided and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only complaint reported for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2023. H11: this supplemental MDR is submitted to correct medical device manufacturer and unique identifier (UDI). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a robotic lung resection procedure the progel was used. It was reported that the progel was mixed following the mixing parameters and timeline with proper IFU protocols. It was reported that when the physician assistant went to apply the progel, and pressed on the locking push rod, the cartridges shattered. It was also reported that no glass pieces came out of the applicator housing. Another progel was used to complete the procedure. There was no reported patient injury.